Event description:
On (B)(6) 2013, it was reported that the keypad buttons were unresponsive. The reporter indicated this issue occurred after the pump was worn while swimming. Moisture was visible underneath the display lens. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/07/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/28/2013 with the following findings:the keypad was found to be fully intact; there was no damage observed. The complaint of the unresponsive keypad buttons was not able to be duplicated; all keypad buttons responded appropriately. The keypad cover was removed and no damage or contamination was found under the button contacts. Unrelated to the complaint, evaluation revealed a crack in the pump case near the top right corner of the display. A leak test confirmed a leak at the crack in the pump case. The pump was opened and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.